Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 264 mg/dl. The customer could not recall how bg level was treated or if the cartridge was changed prior to calling tandem's technical support.